Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent strut damage along the full length of the stent with the exception of the distal struts. The proximal struts pulled over proximal markerband. Stent struts were misaligned and stretched proximally. The undamaged distal struts od (outer diameter) was measured using snap gauge and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >85% stenosed de novo target lesion was located in the mildly tortuous and moderately calcified obtuse marginal artery (om) branch. After a 6fr ebu guide catheter was engaged in the left main coronary artery, a non-bsc guidewire was crossed the lesion. Pre-dilation was performed. Then a 2.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion despite of multiple attempts were made. The device was removed and it was noted that the struts of the stent were damaged. Subsequently, the wire was exchanged with another non-bsc guidewire and repeated dilatations were performed. A 2.75x24 mm promus element stent was deployed in the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >85% stenosed de novo target lesion was located in the mildly tortuous and moderately calcified obtuse marginal artery (om) branch. After a 6fr ebu guide catheter was engaged in the left main coronary artery, a non-bsc guidewire was crossed the lesion. Pre-dilation was performed. Then a 2.50x24mm promus element &#63492;rug-eluting stent was advanced but failed to cross the lesion despite of multiple attempts were made. The device was removed and it was noted that the struts of the stent were damaged. Subsequently, the wire was exchanged with another non-bsc guidewire and repeated dilatations were performed. A 2.75x24 mm promus element stent was deployed in the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.